Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading was 12 mg/dl. Prior to the hospitalization, the customer was at a store and went into convulsions before her husband took her to the emergency room. The hosp felt that the cause of the low blood glucose levels was the customer delivering too much insulin or not eating enough food. The customer also stated that she had been sick for about a week. In addition, the customer stated that she had been using the recalled infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.